Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the catheter was cracked at the screw thread level and dialysis was impossible. As a result, the physician removed the catheter and a new kit was opened and used successfully. There was a delay in treatment but no harm was caused to the pt. No complications or death occurred to the pt. The catheter was placed on (B)(6) 2013 and was changed on (B)(6) 2013. The crack occurred at the arterial branch tubing and the pt had 3 dialysis sessions before the crack occurred.